Event description:
Report received from the u.s.a. Stating that the device was leaking oil. The device was not being used during surgery. There was no patient or user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).